Event description:
A patient called to report a box of needles purchased at xx hospital. On the morning of (B)(6), while preparing to use a new needle for an injection, and prime the needle, the patient discovered the needle was clogged and no insulin flow out. The patient continued the injection, but still no insulin was flow out. The patient claimed this clogged needle had not been reused. After replacing it with another new needle, the injection was successfully completed. Samples are available, but no photos are provided. The patient also reported that approximately one month ago (the exact date of the incident is unknown), patient used a needle from the same box broke in the patient's body after injection. The patient subsequently sought medical attention at two hospitals, but the doctors were unable to locate the needle and did not perform any tests. Currently, the patient has experienced abdominal pain occasionally, no other adverse reactions. The patient claimed to have reused the needle more than twice. The broken needle has been discarded. No samples or photos are available. Material code is 320543, lot number is 2187363. The patient self-injects insulin twice a day, morning and evening. Injection site in the abdomen. Customer response needed by phone call. Sample availability: yes. Sample availability details: physical sample available only.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: the investigation was performed based upon the physical sample received. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.